Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds and high out of range pace impedance greater than 2000 ohms. The boston scientific representative indicated that the cause of the high threshold and high out of range pace impedance measurements was not conclusively determined. In addition, there was nothing unusual noted about the lead and device header connection. No additional adverse patient effects were reported.